Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. Two days following the procedure the patient developed purulent drainage at the incision site. The patient was treated with antibiotics and the sutures were not removed. The patient is now stable and has been discharged from the hospital.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Bubble emission testing was conducted. There was no sign of leakage through either the seals or the formed cavity area. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.